Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3 and d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation, shortly after starting phacoemulsification, the patient experienced a corneal burn in the left eye. The ophthalmic handpiece appeared milky. Shortly thereafter, surgery continued without the phacoemulsification handpiece, using a vitrectomy cutter with corticosteroid instead. After insertion of a pupil expansion ring, vitrectomy was continued. The cornea was sutured. Acetylcholine, balanced salt solution, and antibiotic were applied to the cornea. Human amnion was placed on the cornea, followed by a contact lens. Miotics and antibiotic eye drops were administered. A carbonic anhydrase inhibitor was given by anesthesiology. Eye dressing was applied, and no lens was implanted. Procedure details and the patient¿s current condition have not been provided. Additional information has been requested; none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.